Event description:
Reportedly, the surgeon attempted to close the rectum with the stapler and encountered no problems. When the assisting surgeon went below to use an end to end anastomosis stapler, he noticed that the staple line was not intact about 3/4 of the way toward the distal end of the stapler line. The surgeon had to over sew the rectal stump which was described as a very difficult thing to do since it was in a hard to reach area. The surgeon endured increased procedure.